Event description:
The vial of monomer burst while attempting to break the neck of the vial. The nurse was treated in the emergency room and released. She has returned to work and is fine to date. There was no adverse consequence for the pt undergoing surgery nor a delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that the root cause of the event can not be determined. The product was tested and found to be within specification.